Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacturer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.

Event description:
It was reported that during collection of blood using the hemovac autotransfusion system, a leak from the anti-coagulant port was found. No injury or adverse consequences were reported as a result of the incident.